Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s current blood glucose level was 51 mg/dl. The customer reported that the insulin pump was busted and while rewinding the insulin pump's drive support cap came out with rubber band holding it in. The drive support cap was sticking out. The customer also reported high blood glucose level and the blood glucose level at the time of incident was 388 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.